Event description:
It was reported to philips that the system gave an alert indicating the x-ray was not possible, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the fluoroscopy was interrupted, and the system displayed an ¿x-ray not possible¿ message, preventing the customer from completing the exam. A mobile c-arm had to be brought in to continue the procedure, resulting in a 20-minute delay in completing the examination for the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Upon functional testing, the fse reviewed the logs and found communication failure with the ippc computer. Upon further testing, the fse revealed that the disk drive bay of the ippc was not receiving power and needed replacement. To resolve the issue, the fse replaced the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.